Event description:
It was reported that as the surgeon was inserting a 21.5 diopter silicone plate lens, and the lens was released too quickly by the injector and tore the patient's posterior capsule. The lens was removed without further patient incident.